Event description:
It was reported to medtronic minimed that the customer reported that the post-reset ram crc alarm (pump error 23), the critical block, and the inverse critical block did not add to zero (pump error 15 alarm). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer was able to clear the error and fill the cannula delivery test was successful. The error table did not indicate that the pump should be replaced and the pump passed a self-test. The customer is not using the quick bolus speed feature on an impacted pump. The customer was able to clear the error and complete the rewind process. The pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change. The customer reported a labeling issue. Product labels are reported as missing, removed, worn, faded, or damaged following usage. The customer reported a blank display. The display returned after being blank for less than 30 seconds. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. No unexpected pump error 23 noted during testing. Aa battery was taken out the pump and no unexpected pump error 23 alarms noted before the 10 min mark. No blank display noted during testing. Successfully downloaded history files and traces using thump. Not enough data recorded on the power management graph to confirm the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power alarms, pump error or unexpected alerts noted during testing or were found in the [history files or traces]. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, scratched case, label damage (faded) and missing display window/cover. Blank display, pump error 23 and pump error 15 were not confirmed during testing or in the pump history/trace files. Cosmetic damage confirmed where the serial number label was noted faded. Exposed to moisture confirmed on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.